Event description:
It was reported by a peritoneal dialysis (pd) patient that a fluid leak was discovered after completing the pd treatment. The patient was not connected during incident as it was discovered when the treatment was completed. The fluid leaked from the patient line because there wasn t a blue pin in the pistol (pin connector) so when the patient disconnected and fluid came out of the patient line. Fluid was not discovered in the pump module area or on the external of the cassette. Upon follow up, the pdrn verified there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The cycler set is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d.9., h.3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. The sample was received with original package, identified with product number 050-87216 and lot number 21br08164. The sample was disinfected and prepared for evaluation no leaks were found but it was observed that the blue button was pushed in. During the visual inspection it was found that it is missing the blue pin from the patient connector (trigger). It was observed that the blue button of the patient connector (trigger) was pushed all the way (activated). The connector is not in the lock position. The reported incident occurred when the treatment was completed, at this time the previous stages were completed successfully and in accordance with the inspection the blue button was activated, which confirms that the end user released the blue pin while in treatment. The alleged failure mode was confirmed during sample evaluation. A device history review was performed for the involved lot of the product and there were no non-conformances, deviations or any associated rework related with the alleged failure mode during the assembly process of the lot involved. All the applicable in-process and final inspection tests were found with acceptable results. The investigation into the complaint was able to confirm the reported event.

Event description:
It was reported by a peritoneal dialysis (pd) patient that a fluid leak was discovered after completing the pd treatment. The patient was not connected during incident as it was discovered when the treatment was completed. The fluid leaked from the patient line because there wasn¿t a blue pin in the pistol (pin connector) so when the patient disconnected and fluid came out of the patient line. Fluid was not discovered in the pump module area or on the external of the cassette. Upon follow up, the pdrn verified there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The cycler set is available for return for physical evaluation by the manufacturer.